Event description:
It was reported that during the prophylactic extraction of another lead, the left ventricular (lv) lead was dislodged. It was also noted after the device pocket was opened that there was a possible outer insulation failure. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation was melted. The proximal conductor had blood/body fluid (not obstructed) and the outer insulation had cosmetic environmental stress cracking. Visual analysis revealed apparent explant damage.